Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and myocardial infarction are listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that two xience sierra stents (2.75x18mm and 3.0x23mm) were implanted on (B)(6) 2019. On (B)(6) 2019, the patient was re-admitted with severe angina and segment elevation myocardial infarction. Percutaneous transluminal coronary angioplasty was performed on the patient. Final patient outcome is no patient effects. No additional information was provided.